Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple mdrs were filed for this event. Please see associated reports: 0001822565-2017-01912, 0001822565-2017-01913.

Event description:
It was reported that patient experienced a right hip dislocation approximately 6 years post-implantation. A revision procedure has been indicated due to recurrent dislocation; however, no revision procedure has been reported at this time. No additional patient consequences were reported.